Manufacturer narrative:
A review of the mfg history records confirms that the device was MFR to specification with no abnormalities or deviations. This pt had a "mark 4" tibial component in situ. The replacement component which was provided but not implanted, was also a "mark 4." The replacement component has been returned to the company and is currently undergoing an investigation. A supplemental report will be provided. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Event description:
During a revision procedure (B)(4), the surgeon reported to the sales rep that when he inserted the new tibial bearing into the retained metal cased tibia, it would not fully engage. The surgeon reported that the new tibial appeared to be slightly longer than the tibial bearing in-situ. The surgeon completed the procedure by re-implanting the original tibial bearing. No pt consequences have been reported.